Event description:
It was reported that the pulse generator exhibited no unipolar pacing. The physician elected to implant a different pulse generator.

Manufacturer narrative:
Na

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the device was used to retrieve a large stone measuring 2.5 cm. The stone was too big so it needed to be crushed. Attempts to crush the stone via mechanical lithotripter failed as the handle broke (rather than the stone or the wire). The bare cannula was removed leaving the basket wire in situ. The free wire was attached to the soehendra lithotripter, but again, attempts to crush the stone or break the wire around the stone failed. The wire was left around the stone in the distal common bile duct. The patient was transferred to or for an emergent laparotomy for cholangitis and the removal of the stone and basket. Reportedly the patient has recovered from the surgery without complications.